Event description:
It was reported that during an unknown procedure, the device is difficult to insert and the surgeon has to push really hard while inserting. The surgeon is also unable to insufflate until the trocar is all the way inserted. The tech advised that the surgeon inserts the b11lt in the umbilicus and puts two b5lts in laterally. It was mentioned that he uses the camera to optically guide the trocars. On this particular occasion, the patient apparently had bowel adhesions directly underneath the point where he was introducing our trocar and visualized inserting the trocar directly into the bowel. A bowel injury occurred while inserting the trocar. The bowel was repaired. There was no patient consequence reported at this time. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how was the bowel injury repaired? Unknown. Was there any patient consequence or change in post-operative care of the patient as a result of the event? Unknown. Is the patient doing well at this time? Unknown.